Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The date of event was incorrect in the initial report. The correct date of event has been provided with this report.

Event description:
The mother reported via phone call that the customer had air bubbles in their reservoir. The customer's blood glucose was 78 mg/dl. The mother declined to troubleshoot for the air bubbles. The mother declined to return the product for analysis.